Event description:
During hemodialysis therapy, 0.6 l more fluid removed from pt than the target fluid loss indicated. Pt complaint of hypotension and cramping. Uncontrolled fluid removal during therapy. Found red plastic fragments occluding the dialysate ultrafilter fiber bundle. The pre-ultrafilter pressure (dde pressure) was greater than 600 mmhg on the occluded filter. The nominal baseline pressure on a new filter is about 300 mmhg. Found larger red plastic fragments in the in-line filter located post deaeration chamber but pre-ultrafilter. Contaminate material consistent with the material used in the manufacturing of the red plastic deaeration beads in the deaeration chamber. The problem dialysate ultrafilter and in-line filter were removed from machine and sent to manufacturer for analysis. We are waiting for the report from the manufacturer. All of the dialysis machines in this unit were newly purchased and installed in the unit about one month ago.